Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) failed to convert a patient who experienced five episodes of ventricular tachycardia (vt). A health care provider (hcp) reported the device correctly detected the episodes and delivered antitachycardia pacing (atp) and shock therapy as programmed but it did not change the patient's rhythm. The patient's rhythm broke on its own. The patient was in a sinus rhythm when paramedics arrived, and was reported to also be in a sinus rhythm at the hospital emergency room. Copies of the episodes were faxed to a boston scientific technical services consultant (ts) for review. Ts discussed the rate cut-off (rco) setting of 180 beats per minute, and that the patient's episodes ended when the rate dropped below the rco, although vt was still present. Shock therapy had no effect on the patient's rhythm. Ts discussed that the device operated normally for the rhythm it was seeing, but the therapy was ineffective. The calling hcp will discuss the episodes with the patient's electrophysiologist, and also discuss increasing the rco, the patient's medications, and defibrillation threshold issues and testing. This event will be updated if additional information is received.

Manufacturer narrative:
The device subsequently was explanted 37 months later when the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d), with no additional issues reported. Analysis of the returned device is pending.

Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Review of operational data stored in the device indicated it had not declared a replacement indicator prior to explant. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.